Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and function normally; however after 15 minutes of operation, the display showed a corrupted image. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported there was display loss on the radical-7 after running - only shows various colors. No consequences or impact to patient were reported.